Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during first inflation at 24 atmospheres for 10 seconds, the balloon ruptured. The device was removed and completed with another of same device. There were no patient complications reported.